Event description:
From staff: during first case, the sterling balloon was opened to the back table and taken on out the protective loop. The cst [certified surgical technician] noticed the kink at the beginning of the balloon. After the md inspected the balloon at the back field, the decision was made to not use the balloon, and it was passed off the field. Balloon was never transferred to the patient field and never made it to the patient. A new device was opened and used for the procedure.